Event description:
The patient has two scs leads with same lot number. It was reported the patient's scs lead had migrated which resulted in chest stimulation. Surgical intervention was taken on (B)(6) 2014 to reposition the lead. Stimulation was restored following the revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.